Event description:
It was reported a patient presented for an unrelated procedure on (B)(6) 2023, during the procedure the implantable cardioverter defibrillator (ICD) set screw could not be tightened nor loosened by a competitor torque wrench. The physician decided to leave the set screw in place and finish the operation. Post-procedure there were no patient consequences.